Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and two actuator replacements were conducted, one on (B)(6) 2009 and the other on (B)(6) 2011. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2013 at (B)(6) hospital in (B)(6), it was reported that there were frequent actuator error messages (1004 and 3004) and actuator replacements with the hcu 30 base unit 200-240v serial number (B)(4). Actuators were replaced in 2009 and then again in 2011. Reference complaint (B)(4)."